Event description:
When consumer was at the hospital for other medical issues, he was put on insulin. Spouse was shown how to use the hospital pen needles. When consumer went home, spouse started injecting him using bd pen needles. Spouse did not know how to use the product and did not realize that she had to remove the cap of the needle. Therefore, consumer was not receiving any medication and his blood sugar was around (700). Consumer was treated in the hospital for high blood sugar.

Manufacturer narrative:
No product return is anticipated as complaint indicates that the product has been discarded. Unable to run complaint history check or device history review as lot number is unknown. Regulatory compliance will continue to monitor on monthly trend reports.